Event description:
On or about (B)(6) 2022, plaintiff presented to (B)(6), florida, for placement of an angiodynamics smartport device in the left internal jugular vein. The device had model number (B)(6) and lot number 5731966. The procedure was performed by dr. (B)(6). On or about (B)(6),2022, plaintiff presented to (B)(6) with complaints of neck swelling. Plaintiff underwent imaging and was diagnosed with deep vein thrombosis (dvt) associated with the port. On or about (B)(6) 2022, the defective smartport was removed by dr. (B)(6).

Manufacturer narrative:
The customer's reported complaint description of patient experienced thrombosis cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port product was returned to angiodynamics for evaluation since there was no reported port device malfunction or performance issue during use, just patient sae of thrombosis. Thrombosis is cautioned in the device directions for use (dfu) as potential complication for an implanted port system. A device history records review was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications, i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) that is supplied with this port device contains the following statements: warnings - absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. - if the patient complains of pain, or if there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions · for peripheral placement, irritation to the vein, resulting in postoperative thrombophlebitis, has been associated with guidewire and introducer insertion. · when using percutaneous introducers: to avoid blood vessel damage, do not allow the percutaneous introducer sheath to remain indwelling in the blood vessel without the internal support of a catheter or dilator. · if more than one drug is to be administered, between the individual drug applications, flush the system with 5 to 10 ml normal saline for injection to prevent drug interactions. · after any infusion, injection or bolus application, the system should be flushed with normal saline for injection or locked with a heparin solution per institutional protocol to prevent thrombotic occlusion of the catheter. Potential complications: use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: these complications are well documented in literature and should be considered when a venous access device is utilized. Air embolism clot formation fibrin sheath infection inflammation thromboembolism thrombophlebitis thrombosis post-operative care the incision site should be monitored for signs of infection, inflammation, hematoma, device rotation or erosion. Routine wound care should be given to these sites. The smart port CT implantable port may be used immediately after verification of catheter placement. Instruct patient to avoid any heavy exertion or strenuous activity during the first few days after surgery. General guidelines · each access of an angiodynamics smart port CT implantable port should be performed using aseptic technique. · follow institutional universal precautions. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).